Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. Unit received with broken belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 139 mg/dl. Customer had the pump clipped to her bra. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.